Event description:
The dealer states the screwholes in the seat pads have stripped out and the screws are no longer holding the seat securely.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.